Manufacturer narrative:
E1: establishment name:(documented here in its entirety due to character limitations in respective field): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip pad was worn after two outputs. The tip did not fall off inside the patient. The procedure was completed by replacing the subject device with the similar equipment. The issue occurred during a therapeutic surgery, while the patient was under sedation. The surgery took less than two hours with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5 - describe event or problem, d4 - expiration date, d8 - was device serviced by third party? H4 - device mfg date. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the padding was coming off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue occurred within 30 minutes of start of use. The procedure was completed by replacing the subject device with the same model equipment.